Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The IFU states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal ils, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced severe glare and halos around lights in day and nights .clinical reason was mentioned as unsatisfactory glare and halos side effect from multifocal iol.the iol was exchanged for another lens model following the initial implant procedure. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).